Event description:
We were using a co2 tank prior to procedure. We connected the valve and proceeded to push the button on the side to let the co2 flow out of the tank. The button pushed down quite hard and then there was a big "bang" sound, much like a gun going off. Turns out the pressure must have built up and the regulator wasn't working. The valve exploded and broke. Couldn't hear well immediately afterwards. Now there is pain in both ears. Mostly in the right ear, and it is much like the start of an ear infection.